Event description:
It was reported that the device had a bubbled and delaminated dso seal, scratched lens. No patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported customer problem was confirmed. Functional and visual testing performed. The visual inspection found the downstream occlusion seal was degraded. The downstream occlusion seal was replaced. The root cause was the downstream occlusion seal.